Event description:
The patient reported that on (B)(6) 2011 the ok keypad button was unresponsive for five minutes. She confirmed that the keypad is intact. The patient stated that she wears the pump underneath her clothing and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok keypad button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the vibration function was found to have failed due to an open electrical connection. The pump auditory alarm system would still alarm to alert the user of an issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.